Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The bwi product analysis lab received the device for evaluation on 3/3/2021. The investigation summary was completed on 3/15/2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that during preparation of the carto vizigo¿ 8.5f bi-directional guiding sheath-medium for the procedure, it was noticed that when inserting the dilator in the sheath, the hemostatic valve was not in its proper position anymore. The sheath was replaced and a new vizigo sheath was used with no issues. No patient consequences were reported. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve appears dislodged in the hub.the customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 2/25/2021, a correction was noted to the 3500a initial. Should have included the following in h 10. Additional manufacturer narrative: the product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that during preparation of the carto vizigo" 8.5f bi-directional guiding sheath-medium for the procedure, it was noticed that when inserting the dilator in the sheath, the hemostatic valve was not in its proper position anymore. The sheath was replaced and a new vizigo sheath was used with no issues. No patient consequences were reported. Since the hemostatic valve got pushed out of its position, this event is being assessed as a MDR reportable hemostatic valve separation issue.